Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-6480 pump over pressured. "The pump tubing was hooked up correctly and when you hit run it would pump the fluid but then give an error msg. Got new tubing and it started working but shot out high pressure which swelled the patient's knee." This occurred during use in a case. The patients swelling was reported to have receded. Additional information requested

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with known good ar-6410 and ar-6430 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the knee pressure preset, the run button was pressed to start the machine. The device was run for 66 minutes with no issues. The returned ar-6480 arthroscopy pump was observed to respond and function as intended with no sudden changes in pressure or unexpected error messages noted during testing. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with pressures. The device information was read, and the total run time for the device was indicated to be 13 days, 21 hours, 22 minutes.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Patient was brought back to holding and returned to or later that day to perform the scheduled surgery.

Event description:
The pump was not used to complete the procedure when the patient returned to the or. They completed the procedure as an open procedure instead. Additional information was received on 2/25/2025.

Manufacturer narrative:
Additional information: b5, g3, h6.